Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with unknown blood glucose levels at the time of the incident. The customer was at 97 mg/dl at the time of the call. The customer was given glucagon to treat. The customer experienced symptoms such as unresponsiveness. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer states 7.1 units were delivered in her sleep but she has no idea how. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.